Event description:
It was reported that during an open lobectomy, the device was locked out at the first stroke of the first firing when it was used on the lung parenchyma. The target tissue was stiff. Reinforcement material was not used. A few staples of the proximal part were deployed and unformed. Another cartridge was loaded into the same device and fired without any difficulties from the 2nd firing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): premature sled movement. The analysis results showed that one ecr45g reload was received partially fired (B)(4). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.